Event description:
It was reported that the smart toe was left in the pt for approximately 10 minutes and never expanded. A new smart toe was used and worked as intended.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.